Event description:
A pt service representative (psr) contacted zoll customer support to report that there were bent pins in the electrode belt trunk cable connector. The electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event results from the defective electrode belt connector. The belt was replaced.